Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -8.5/1.5/85 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter lens due to observation of excessive vault . This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and residue on the lens surface. (B)(4).